Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that there were issues with regard to impedance. Started 6 weeks ago they woke up and felt like their therapy changed, there were no falls/traumas before the change. The stimulator was interrogated and found that contacts 2, 5, 6 were showing greater 10,000 ohms for all the pairs the associated with. They were able to program around those contacts, since the patient was using at least some of them in therapy, and the patient left the appointment with satisfactory therapy. The causes of the impedance issues were not determined. There were no lead fractures noted. The impedances did not resolve. The manufacturer representative programmed around them. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient had a loss of therapeutic effect. The device was not working at all and the patient did not have effective therapy. It was stated to be sporadic (but it wasn't specified what this was referring to). The patient was attempting to work with a representative to interrogate the device, but nothing had been scheduled, so the cause was not determined. The representative attempted to help the patient with the programmer over the phone, but the batteries in the programmer were dead. Additional information was requested regarding any troubleshooting, interventions and the outcome. If received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2013, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).